Event description:
During a premature ventricular contraction (pvc) ablation procedure, a pericardial effusion occurred. While under conscious sedation, the patient experienced chest compression and pain. Six radio frequency applications had been performed in the left ventricle on the lateral pillar. Pressure was lower than at the beginning, but stable. Heart contraction was controlled with x ray, and was poor. An echography confirmed a pericardial effusion in front of both the right ventricle and left ventricle. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.